Manufacturer narrative:
Section b5 executive summary: updated - the current patient¿s neurological assessment showed the modified ranquin scale (mrs) is 1. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ' patient intracranial hemorrhage' and 'patient vessel perforation' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that a small vessel was ruptured during procedure with resulting small, non symptomatic intracranial hemorrhage. The reported event was resolved. Based on the site, the hemorrhage was related to the microcatheter (subject device), index stroke and index procedure. No other information was provided. Update additional information: received additional information from the site on 21-april-2020 stated the current patient¿s neurological assessment showed the modified ranquin scale (mrs) is 1.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that a small vessel was ruptured during procedure with resulting small, non symptomatic intracranial hemorrhage. The reported event was resolved. Based on the site, the hemorrhage was related to the microcatheter (subject device), index stroke and index procedure. No other information was provided.

Manufacturer narrative:
Section b5: executive summary: updated: perforation of the vessel occurred during advancing the subject device (microcatheter) through the occlusion and the anatomy location of the vessel perforation was basal ganglia right cortical middle cerebral artery (mca) m3 vessel. Section a: gender: updated. Section d: catalog# search,product long description,and lot #: updated. Section d4: expiration date: added. Section h4: manufacturing date: added. The device history record review confirms there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient intracranial hemorrhage' and 'patient vessel perforation' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that a small vessel was ruptured during procedure with resulting small, non symptomatic intracranial hemorrhage. The reported event was resolved. Based on the site, the hemorrhage was related to the microcatheter (subject device), index stroke and index procedure. No other information was provided. Update additional information: received additional information from the site on 21-april-2020 stated the current patient¿s neurological assessment showed the modified ranquin scale (mrs) is 1. Update additional information: received additional information from the site on 06-may-2020 stated that the perforation of the vessel occurred during advancing the subject device (microcatheter) through the occlusion and the anatomy location of the vessel perforation was basal ganglia right cortical middle cerebral artery (mca) m3 vessel.